Event description:
Report received of an adverse pt event while the device was in use. The device was programmed in the pca+continuous mode to deliver fentanyl 150mcg/ml, with a rate of 25mcg/hr, a 25mcg pca dose, a "10 to 15min" pt lockout, and no 4 hour limit was selected. The customer contact reported that, "the pt was uncomfortable during the night and the attending physician ordered a 50mcg bolus dose. After this dose was administered, the pt turned blue, and was in respiratory arrest. Narcan was administered and the pt recovered." The device was removed from clinical service. Therapy was resumed using a replacement deivce to deliver an unspecified dose of methadone. The customer contact reported, "the pt is fine now." There were no reported adverse pt sequelae. Though requested, no additional info was provided.